Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported via an impact study that a patient experienced hypotension and blood loss anemia during impella cp support. The conditions were believed to have a possible relationship to the impella device and procedure. Support was maintained until successful completion of the planned percutaneous coronary intervention.